Manufacturer narrative:
Product complaint # (B)(4). Visual inspection showed that the distal tip of the instrument was fractured. Microscopic evaluation of the axial surface of the tightener shows two (2) teeth completely broken off. The evaluation shows a third tooth that experienced plastic deformation consistent with a torsional overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be determined. However, based on device evaluation, a potential root cause may be due to wear and tear or the device underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a ratchet and torque limiter broke intraoperatively. In addition the tip of the screwdriver deformed. Ratchet: 286710490 ¿ when screwing broken the screw screwdriver: 279734000 ¿ through frequent use turn around the neck of the screw (the tip of the screwdriver deformed. ) torque limiter: 279722870 ¿ during the final tightening of the external thread of the di innies, one of the 3 attachment points is broken off. No patient harm nor surgery prolongation reported. Procedure finished successfully with this complaint involves 3 parts.